Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: nim4cm01, serial/lot #: (B)(6), ubd: , UDI#:(B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that thyroid and parathyroid procedures, constant feedback/interference from the nim, causing the units to become very loud.  The units will stim on the thyroid or trachea, providing readings of 3000-5000 milliamps. Creating false positives. Doing stim on nerve and see it react or twitch but sometimes the unit will not pick anything up creating a false negative finding.  (B)(6) recently got berch told beds and the beds have been causing interference on the nim even when they unplug the bed and turn off the back up battery. The procedure was extended up to 30 minutes.  The procedure was completed with the reported product. There was no patient impact in this event.

Event description:
Additional information received that the issue was resolved by troubleshooting but still it arises. Troubleshooting done was electrode check, making sure the wires connected to the pi box are free flowing, making sure there is no metal near pi box, moving nim vital away from bovie unit, putting the units on 1.6.4 software.

Manufacturer narrative:
B5: new information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.